Manufacturer narrative:
Concomitant medical products: product ID: 693558, lead; implanted: (B)(6) 2018, ddbb1d1 ICD implanted: (B)(6) 2018, 5867-3m adaptor implanted: (B)(6) 2014, product ID: 5866-24m adaptor implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise, increased, fracture and high threshold on the right ventricular (rv) leads. There was also undersensing one of the rv leads. The leads were explanted and replaced. During the lead replacement, there was insulation breach discovered on the right atrial (ra) lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.